Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons were intermittently unresponsive when pressed. It was reported that the keypad buttons feel soft to the touch; however, keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the down keypad button intermittently responded to user inputs during testing, the contrast, up, and ok keypad buttons were responsive to user input, all buttons spring back normally when pressed, and there was evidence of adhesive/contamination under all key contacts.